Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune thyroiditis ('autoimmune type: hashimoto¿s disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), fallopian tube disorder ("lesions and growths on fallopian tubes"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("allergy"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), weight fluctuation ("weight gain/weight loss/weight fluctuations"), memory impairment ("forgetfulness"), pelvic adhesions ("adhesion¿s"), allergy to metals ("nickel allergy"), fluid retention ("fluid retention") and uterine polyp ("endometrial polyp"). The patient was treated with surgery (bilateral salpingectomy/full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune thyroiditis, dysmenorrhoea and hypersensitivity outcome was unknown and the fallopian tube disorder, fatigue, alopecia, abdominal distension, weight fluctuation, memory impairment, pelvic adhesions, allergy to metals, fluid retention and uterine polyp had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, autoimmune thyroiditis, device dislocation, dysmenorrhoea, fallopian tube disorder, fatigue, fluid retention, hypersensitivity, memory impairment, pelvic adhesions, uterine polyp and weight fluctuation to be related to essure. The reporter commented: unspecified event : physical therapy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: essure indication updated. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events dysmenorrhea (cramping), allergy, autoimmune type: hashimoto¿s disease, fatigue, hair loss, bloating, weight gain/weight loss/weight fluctuations, forgetfulness, adhesion¿s, nickel allergy, fluid retention, endometrial polyp and lesions and growths on fallopian tubes were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.